Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 to report hospital admission on (B)(6) 2013 due to elevated blood glucose (bg) of 700 mg/dl with ketones, and diabetic ketoacidosis (dka). The patient was reportedly admitted to the intensive care unit through the hospital¿s emergency department. The patient discontinued insulin pump therapy at that time. The patient reported being treated with intravenous (IV) fluids and IV insulin drip in the intensive care unit on admission and at the time of the call was receiving injections of novolog and lantus with continued IV fluids. The patient stated that she was uncertain why her bg elevated, but stated that she was not alleging any pump involvement at the time of the call. The patient reported a site/set change the prior day, but not the day of the incident. The patient reported her bg prior to going to bed the night before was 203 mg/dl. The patient reportedly woke at 1:00 am with elevated bg and symptoms that included nausea, dizziness, weakness, headache, severe thirst. Review of the bolus history in the pump does not reveal any boluses delivered at that time to correct the reported elevated bg even though the patient commented that she thought she gave the bolus and then fell back to sleep. The patient reported that she then began to experience moderate chest pain and 1.5 hours later, her bg measured 479 mg/dl. The patient reported then feeling worse with a bg reading on the meter of ¿hi.¿ the patient reportedly drove herself to the hospital emergency room. Of note, the patient did not change her site/setting prior to going to the hospital. The patient stated she was being treated for ¿stomach issues¿ and having tests of cardiac function during the hospital admission. The patient reported medical condition since (B)(6) 2013 related to stomach issues and was reportedly being treated with several medications, the names of which she was unsure of. Although the cause of the injury is unknown, this complaint is being reported because the patient was reportedly hospitalized for dka and was on pump therapy prior to the event.